Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter-defibrillator delivered inappropriate antitachycardia pacing (atp) due to an inappropriate ventricular fibrillation (vf) episode that was caused by oversensing of right ventricular noise. The device would normally have recognized the oversensed signals as noise but the patient was also in atrial fibrillation (af) with rapid ventricular rate (rvr) at the same time. As a result, the discrimination channel detected ventricular tachycardia (vt) and did not inhibit therapy. Programming changes were discussed. There were no patient consequences.